Event description:
Medtronic physio-control engineering triggered an investigation regarding a failure of the attached ac power adapter to charge device batteries. This could results in an inability to operate a lifepak 12 defibrillator/monitor.